Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient still having a feeling like having a sensation of something in the eye. Patient cannot see in low lighting and have to have really bright light to read. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. This was an inquiry from the patient. The product brochure was provided and the patient was encouraged to contact their hcp with their concerns. File will be opened if new information is received. The manufacturer internal reference number is: (B)(4).